Event description:
Additional information received from a manufacturer representative. Contradictory to what was reported previously, the representative reported that the ins was not to be returned for analysis as the ins had been implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that there was a communication failure. When initial communication with the ins was performed using the latest version of the therapy application before opening the ins prior to surgery, a pop-up stating "an unexpected error occurred" was displayed and the communication ended. When communication was made again, communication was possible and the top screen displayed, but a pop-up stating "excessive memory might be lost" was displayed. It was noted that the first pop-up might be the same as a field corrective action, but the second pop-up was unfamiliar to the rep. The ins was not used. A spare ins was used instead. No patient impact was reported. Additional information was received from a rep. It was reported that this was a brand new ins with no settings or parameters yet. It was noted that the message may have included the words erase, delete, or clear. Additional information was received from a rep. It was reported that there may have been codes displayed alongside the "an unexpected error occurred" and "excessive memory might be lost" messages, but it was not remembered. Application software logs were not available.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the ins for this case was not implanted and then was discarded.